Event description:
It was reported that pump screen remained dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses to activate screen, with issue ongoing for about nine weeks. There was no adverse impact to the customer¿s blood glucose level. Customer was guided to unplug pump, remove pump from case, and firmly press center of button with support along bottom of pump, which did turn display on but did not resolve difficulty with button, and technical support consulted management about possibility of replacement because pump warranty had expired.